Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's device was alarming motor error alarm. It was reported that the customer had motor position encoder error on their device. The customer's blood glucose level was unknown. It was reported that the device might have been exposed to high magnetic field. It was reported that the device would be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery also, with corroded battery tube. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No e70 alarm, unexpected loss of settings or pump resetting noted during out testing. Unable to verify e70 alarm in the alarm history due to history file over written. The insulin pump passed rewind, basic occlusion, prime and displacement tests. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window and scratched reservoir tube window.